Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. The following sections were updated: g3, g6, h2 and h10.

Manufacturer narrative:
Device was evaluated. Inspection of the device forceps passage found tear marks on the biopsy channel. Small chips at the edge of the light guide lens were observed and small scratches on the surface was noted. Based on evaluation findings tear on the biopsy channel was noted indicating that the reported failure of stent clip caught in the scope was likely confirmed. The tear marks found could be due to when the clip that caught on the scope was removed and caused the tear marks. This report will be supplemented accordingly following investigations.

Event description:
Stent clip caught in the scope was reported. The stent was removed from the scope. Device needs to be check for damage. There was no patient involvement, no user injury reported.